Manufacturer narrative:
The insulin pump passed displacement test and excessive no delivery alarm test. No excessive no delivery alarms noted during testing. The insulin pump alarmed compromised force sensor system alarm during prime test 4lbs due to faulty force sensor resistor. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer also reported that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to resolve the no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial report. The correct information has been provided with this report.